Event description:
Same event as MFR report #: 2134265-2008-00510. It was reported that "mid last year" during a percutaneous coronary interventional procedure, a burr stalled in the lesion. Details of the procedure and pt are unk. The burr was exchanged during the procedure, and the catheter then became detached at the handshake connection during use. A few attempts were made to retrieve the burr and it was successfully retrieved. The procedure was completed successfully and there were no pt complications.

Manufacturer narrative:
The device was not returned, however, the info provided states that the handshake connections became separated during the procedure as a result of the handshake connections not being connected, as outlined in the rotablator directions for use. It is also unk if the user tested the integrity of the rotalink unit outside the body as outlined in the dfu. Therefore, the root cause of this complaint is user/use error.